Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced symptoms of lethargy and vomiting. As a result, the customer was unable to self-treat and received unspecified treatment by a healthcare professional at a hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced symptoms of lethargy and vomiting. As a result, the customer was unable to self-treat and received unspecified treatment by a healthcare professional at a hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and observed reader to be damaged due to use related issue. Visual inspection has been performed on the returned usb/charging cable and no damage was observed. Usb/charging cable passed the test. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. The power adapter voltage was measured to be within specification range. Power adapter passed the test. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced symptoms of lethargy and vomiting. As a result, the customer was unable to self-treat and received unspecified treatment by a healthcare professional at a hospital. No further information was provided. There was no report of death or permanent injury associated with this event.